Event description:
The customer reported receiving an alarm on the insulin pump and insulin squirting out of the infusion set. The customer reported that the drive support cap was protruded. The blood glucose at the time of the call was 222 mg/dl. The customer was advised to disconnect from the insulin pump, discontinue the use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.